Event description:
It was reported that the tip of the flexible screwdriver broke. There was no surgical delay, all broken fragments were retrieved, and the procedure was completed successfully. No adverse consequences to the patient were reported.

Manufacturer narrative:
Method: visual inspection, functional analysis, material analysis, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event confirmed upon visual inspection of the returned device. The screwdriver fractured during last screw insertion. Complaint history was reviewed and no similar complaints were identified for the reported lot number. DHR history was reviewed, and all released units met specification. A material analysis (mar) was performed on the returned device. Per mar the tip was found to have fractured in a mixed mode of cleavage and ductile fracture due to an applied reverse bending load. The elemental constituents and measured hardness were found to be in compliance with the print. No material or manufacturing defects were found. It was reported that the screw was implanted at difficult angle at l5-s1 level. Conclusion: the plausible root cause of the reported event is fracture due to applied reverse bending load most likely due to difficult implantation angle and challenging l5-s1 level.

Event description:
It was reported that the tip of the flexible screwdriver broke. There was no surgical delay, all broken fragments were retrieved, and the procedure was completed successfully. No adverse consequences to the patient were reported.